Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was unable to be interrogated due to being in backup vvi mode resulting in a pulsing sensation and angina like symptoms. The issue was resolved by reprogramming the device. The patient was in stable condition.